Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the attempt to implant the right atrial lead., it was noted that the helix failed to be fixed into the body. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
The reported event was ¿the spiral could not be fixed¿. Analysis found that a complete lead was returned in one piece with the soft stylet in the lead lumen measuring 52.0 cm with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification.